Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is 4600150000-2019-8004. (B)(4). Block h10: investigation results one flexiva ID tractip laser fiber was returned broken in two pieces. The first piece measured approximately 67.2 cm from the top of the connector to the break and had kinks. The second piece measured approximately 247.1 cm from the break to the tip. The expose glass portion of the distal tip measured approximately 0.5 mm and was consistent with a fracture, likely a result of handling during the procedure. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR review was performed and the device met all manufacturing specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that two flexiva ID tractip 200 laser fibers were used in a procedure performed on (B)(6) 2019. According to the complainant, during procedure, a flexiva ID tractip 200 laser fiber was used and the tip wore down prematurely and the fiber was broken. A second of the same type of fiber was used and the tip broke. The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that two flexiva ID tractip 200 laser fibers were used in a procedure performed on (B)(6) 2019. According to the complainant, during procedure, a flexiva ID tractip 200 laser fiber was used and the tip wore down prematurely and the fiber was broken. A second of the same type of fiber was used and the tip broke. The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. The patient condition at the conclusion of the procedure was reported to be fine.